Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Patient ambulated earlier than expected by nurses and physician combined with having hematoma. Transthoracic echocardiogram (tte) was performed after patient complained of chest pain. Small effusion was noted and no intervention was needed. No significant events occurred during the case that the physician felt would lead to the effusion. Patient remained stable and was discharged home but was remitted to the hospital 9 days post procedure. The patient went in with renal insufficiency with a creatinine of 1.7 and additional effusion development. 650ml of blood was removed via pericardiocentesis. Approximately 32cc of contrast was given during the case. The patient was discharged on (B)(6) 2020 to regency long term acute care.